Event description:
Patient was disconnected from bipap machine briefly but the bipap was still running. Bipap began to give blower failure alarm. 100e blower or failure. There was no patient harm. Manufacturer response for bipap, ventilator (per site reporter). The sensitivity of the algorithm for a blower stall condition that was introduced in version 2.20 software may trigger a false vent inop error 100e. This was a software anomaly that required reinstallation of a previous version (2.10) in order for the machines to work.